Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and unspecified impedance issues. A new ra lead was successfully implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray showed no conductor issues (deformity or fracture); the crimp sleeve and lead tip/helix appeared normal. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise and unspecified impedance issues. A new ra lead was successfully implanted and no additional adverse patient effects were reported.